Manufacturer narrative:
Pump was received with unresponsive all the buttons due to corroded keypad traces. Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that long crack was beginning from the top of the insulin pump. Blood glucose was unknown. The insulin pump will be returned for analysis.